Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction- h6, corrected codes to account for pocket stimulation.

Event description:
It was reported a patient's atrial lead presented with noise. Pocket stimulation was also noted. The lead was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was discharged.

Manufacturer narrative:
Correction- b5 - included pocket stimulation in event description.

Event description:
It was reported a patient's atrial lead presented with noise. The lead was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was discharged.